Manufacturer narrative:
This report is being submitted as follow up no. 1 to report that this reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. Inspection of the returned sample upon receipt found the device to be of normal product. The sample was filled with approximately 15ml of air and submerged into water. No air bubbles were found. The sample passed leak testing. The valve was deconstructed and inspected. No signs of damage, deformation and foreign matter was observed; therefore, this event is currently deemed a non-reportable event. The complaint cannot be confirmed since the returned sample passed leak testing. The exact root cause cannot be determined. Review of DHR showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tr band balloon would not hold pressure after inflation. Patient was in stable condition. A left heart catheterization was successful. Blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. Additional information was received 15september2021: the procedure for the patient was lhc. They put the band on and then noticed it was losing air. Happened immediately after placement. Hemostasis was achieved by switching out the tr band and it was successful.